Manufacturer narrative:
The 5max ace was fractured underneath the strain relief approximately 1.0 cm from the hub. The complaint has been evaluated. The complaint indicated that a 5max ace and marksman microcatheter (a non-penumbra device) were inserted in an optimo guide catheter (a non-penumbra device) coaxially. The physician found a kink in the 5max ace proximal shaft. Evaluation of the returned device confirmed the failure mentioned in the complaint. The 5max ace was fractured underneath the strain relief approximately 1.0 cm from the hub. This type of damage typically occurs due to improper handling during removal from packaging or use. If the device is manipulated at an angle while force is being applied, it is likely that damage such as this will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 5max ace catheter. During the procedure, a 5max ace catheter was found kinked in the proximal shaft upon insertion. The physician removed the 5max ace catheter the procedure continued successfully using a new penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.